Event description:
Boston scientific received information that this product was returned from our final pack area for analysis as the product had not passed all required testing.

Manufacturer narrative:
A thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device failed the firmware revision and shipping parameters in (B)(4) 2012 due to being reprogrammed in the field before being returned. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.